Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the vitrectomy procedure, an occasional failure of the vitrectomy function occurred. Surgeon stopped using the device and surgery has been completed. Patient impact was not reported.